Manufacturer narrative:
The customer cancelled the service call and had a 3rd party technician adjust a power supply in the main frame. No ge service was performed.

Event description:
The customer reported the system displayed a communications error. No patient injury was reported.